Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable low elecsys hcg + beta test system result for one patient from a cobas e411 rack. The initial result was reported outside the laboratory. No treatment was provided based on the initial result. The customer repeated the patient¿s sample two more times for confirmation. The patient¿s initial hcg result was less than 0.60 iu/l, with repeat results of 211 iu/l and 206 iu/l. Hcg reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.